Event description:
Prior to implant, the lead helix failed to extend or retract. The lead was not implanted. No patient was involved.

Manufacturer narrative:
The reported event of helix would not extend was not confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted. The helix could be extended and retracted. The full helix extension length measured within specification. Visual inspection of the lead found no anomalies.